Manufacturer narrative:
Corrected data: b5-the reporter indicated that a 12.6mm vicmo 12.6 of -9.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault and the problem was not resolved. Reference MFR #(B)(4) for exchange lens. Additional information: h10-device evaluation: lens returned in a microcentrifuge vial in liquid. Visual observation found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 of -9.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was not resolved. Reference MFR # (B)(4) for exchange lens.